Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated a device alert indicating a bd (breath delivery) background check failure. There was no patient involvement at the time of the reported event. The service engineer inspected the device and found the flow sensor cross check failed. The service engineer replaced the exhalation flow sensor and the unit passed calibration and all testing.

Manufacturer narrative:
The exhalation flow sensor was returned for failure investigation. A visual inspection of the assembly under a scope revealed contamination on the hot film element and the support posts. This contamination insulates and damages the hot film element. The preventative maintenance section of the 840 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.